Event description:
During a cholecystectomy procedure, deep cone seal was cut and air leaked during the surgery. Another device was used to complete the case. There were no adverse consequences to the patient.